Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 13607739, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 13607739, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 13607739, UDI: (B)(4). Pro code (product code): qrb.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and had lead impedances. The patient underwent an explant procedure. The explanted device will not be return as it has been discarded by the hospital.